Event description:
Healthcare professional reported left side deflation. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, crease fold. Leak test was performed and found opening on anterior/radius. A microscopic analysis was performed which identify two punctured in the device. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two puncture opening on the device assessed as to surgical damage like. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.